Manufacturer narrative:
(B)(4). An abbott field service representative (fsr) visited the customer site and found that the pressure monitor sensor was leaking. The fsr replaced the pressure monitor sensor and noted corrosion on the pressure monitor sensor connection. The fsr replaced the sample syringe assembly and replaced the pressure monitor tubing as a precaution. Subsequent instrument operations and test results were acceptable. The abbott axsym system operations manual (list number 09a26-06) and the pressure monitoring addendum (list no. 08g54-02) contain information to address the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Evaluation, method: review of complaint tracking and trending; field service intervention. Evaluation, results: tubing replacement.

Event description:
The customer states that a burning smell accompanied by visible smoke was detected from the sample syringe assembly on the axsym plus analyzer. The customer also noted leaking from the pressure monitoring sensor assembly. The customer powered off the analyzer and requested a service call. No injuries were reported due to this issue. There is also no reported impact to any patient management.